Event description:
Three balloons ruptured on the first inflation at approximately 3-4 atmospheres during a profunda angioplasty procedure of an extremely calcified lesion via an ipsilateral approach. The procedure was completed successfully and there were no pt complications involved. Two of the devices were received, evaluated and retained by this MFR. The engineering evaluation indicated the catheters were kinked throughout their lengths. One balloon displayed a longitudinal tear in the dilatation length. The second balloon displayed a pin-hole leak over the proximal ro marker. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. One of the devices displayed characteristics consistent with overpressurization, a longitudinal tear. It was also indicated these devices were used in an extremely calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the devices. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."